Event description:
The customer reported that the while the unit was in use on a pt the unit displayed a leak alarm. The pt was switched to another unit and therapy was continued. No pt injury was reported.